Event description:
The reporter contacted animas on 10/19/2013 reporting that the patient experienced a blood glucose of 406 mg/dl with positive ketones and sleepiness. The reporter indicated that wetness at the connection of the infusion set tubing and the cartridge. The reporter confirmed that the cartridge and tubing were secure and there was no noted crack in the tubing or cartridge but there was a noted smell of insulin and wetness was observed at the connection. This report is made based on the allegation that the patient experienced hyperglycemia related to a reported leak at the connection of the cartridge and tubing.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was cycled normally with no difficulties noted. A cartridge fill test was completed with no air bubbles formed during filling. A cartridge leak test was performed with no leaks being observed at the luer connection, o-rings, or anywhere else on the cartridge. The cartridge force test was performed and confirmed that the cartridge forces were within specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.